Manufacturer narrative:
(B)(6). Assuming worst case during surgery, air bubbles observed going into the eye may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). There is no further information if the patient was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Air bubbles coming out of the cutter, when activated. The lot is unknown.